Event description:
Was reported that the plate bent.

Manufacturer narrative:
As of may 29, 2007, this pt has not been revised. The physician has indicated that he would like to utilize a bone stimulator before suggesting additional surgery. We have requested additional information.